Event description:
It was reported that the patients ICD system was explanted due to bacteremia. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.